Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 385 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip for high blood glucose level. The customer had multiple blood glucose level such as 100 mg/dl, 400 mg/dl, 468 mg/ dl. The customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section with the initial report was incorrect. The correct information has been included with this report.

Event description:
Treatment code has been updated from (B)(4) to (B)(4).